Event description:
It was reported that patient presented remotely via merlin.net. The remote transmission showed egm anomalies on the pacemaker. It was also observed that the pacemaker entered telemetry lockout. No intervention was performed. There were no patient consequences.